Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-22738

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related MFR report: 1627487-2020-22738. It was reported the patient was unable to increase the scs system's stimulation strength. A company representative met with the patient and found the patient's scs leads were exhibiting high impedance. Surgical intervention may be necessary to address the issue.